Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2014, the patient experienced redness and burning sensation around the stoma site. The physician ordered augmentin 1000mg, bactroban pomade, and parol tablet for the infection. There were no patient complications reported as a result of this event. The patient recovered at the conclusion of the procedure.